Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot#: (B)(6), UDI#: (B)(4), h3, h6: the camera, lot number: p924118, was returned to the manufacturer for analysis. A check of the event log showed multiple instances of intermittent firmware incompatibility. The positioning sensor unit (psu) also failed an accuracy test (aak) at .313mm with a passing threshold of .250mm. The reported event could be duplicated by medtronic personnel. Codes b01, c02, c08, and d02 are applicable to this analysis. H6: a05 - localizer not connected a1102 - error message a12 - component damage medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer not connected message occurred frequently. After reboot, the issue reoccurred after some time. It was noted that damage was visually inspected and confirmed. It was identified that the probable cause was a failure of the system components. There was no patient involvement.